Manufacturer narrative:
E1: (B)(6). H11: no device return product investigation by manufacturer: the console system was not returned to boston scientific corporation for analysis. It was clarified that during an on-site inspection, the boston scientific corporation field service engineer (fse) found that the intake pipe of the console was blocked and required cleaning to resolve the issue. The console operated normally after it was cleaned. The IFU recommends cleaning the icefx console after each use to ensure proper functionality. The reported event was confirmed by the bsc fse.

Event description:
It was reported insufficient ice occurred due to the console system. A visual-ice cryoablation system was chosen for a procedure to treat a patient. During preparation prior to the procedure, the physician found that the refrigeration was abnormal and insufficient ice occurred. A different system of a different model was used to complete the procedure successfully after the procedure, a blockage at air/gas connection of the visual-ice cryoablation system was noted. Through troubleshooting steps, the visual-ice cryoablation system gas connection was cleared, and the visual-ice cryoablation system is fully functional. There were no patient complications as a result of this event.

Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported insufficient ice occurred due to the console system. A visual-ice cryoablation system was chosen for a procedure to treat a patient. During preparation prior to the procedure, the physician found that the refrigeration was abnormal and insufficient ice occurred. A different system of a different model was used to complete the procedure successfully after the procedure, a blockage at air/gas connection of the visual-ice cryoablation system was noted. Through troubleshooting steps, the visual-ice cryoablation system gas connection was cleared, and the visual-ice cryoablation system is fully functional. There were no patient complications as a result of this event.